Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot#: 3000533702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that co2 was not being properly delivered during the procedure through the btt port on the vasoview hemopro 2. The port was replaced with one from the accessory pack, after which it functioned normally. The issue was identified early in the case, the port was promptly exchanged, and the procedure was completed as usual. There was no patient harm; the only impact was a brief delay required to obtain a replacement btt port from the accessory pack. The btt balloon was not inflated with air. Linked to ot (B)(4).